Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-32814. During a clinic follow-up, a loss of capture and sensing were observed on the right atrial (ra) and right ventricular (rv) leads. Diagnostic imaging was performed and confirmed a dislodgement of the ra and rv leads due to twiddler's syndrome. The ra and rv leads were both explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.